Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer experienced hyperglycemia with blood glucose value around 500mg/dl. The customer blood glucose value was 265 mg/dl at the time of incident and the current blood glucose level was 205 mg/dl. The customers other blood glucose value was 104 mg/dl. Customer also reported air bubbles was present in the reservoir and infusion set. The approximate size of air bubbles was about a centimeter long each. Customer noticed air bubbles during the therapy. Customer allowed for insulin to warm to room temperature prior to filling reservoir. The customer was treated with insulin pump for high blood glucose level. Customer declined to troubleshooting for high blood glucose value. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer does allege pump was under delivering because customer was delivering bolus and continues to have problems with their blood glucose going up and air bubbles forming. Customer stated insulin exited at the quick release. Customer stated that the bolus wizard is programmed accurately. The insulin pump will be returned for analysis.